Event description:
It was reported that following the implant of a transcatheter aortic valve, the valve dislodged. Prior to valve dislodgment, the implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm), and the implant depth on the left coronary cusp (lcc) was 1 mm. After valve dislodgement, the implant depth on the ncc was -5 mm, and the implant depth on the lcc was -2 mm. Subsequently, a second transcatheter valve was implanted. Per the physician, the depth of implant and pre-case planning factors including the patient's previously implant surgical mitral valve and pre-existing right bundle branch block (rbbb) contributed to the dislodge.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: six media files were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s aortic valve appeared to be minimally calcified with an annulus perimeter that measured 66.5 millimeter (mm) with a perimeter derived diameter of 21.2mm suggesting a 26mm evolut. There is evidence of a possible bioprosthetic valve in the mitral position in close proximity to the aortic annulus. Valve depth prior to final release was approximately 1mm on the non-coronary cusp. Depth on the left coronary cusp was more difficult to assess in the image provided; however, reportedly was 1mm. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. However, the valve was released and seemed to be stable immediately post release. Sometime after final release and removal of the delivery catheter system, the valve dislodged aortic. The dislodgement event was not captured therefore it is not possible to validate cause of the dislodgement. There is evidence that the valve was snared, and reportedly a second valve was implanted. Images of the second valve implantation were not provided. As stated in the IFU: potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosth etic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the starting deployment point was bottom of pigtail and the depth of implant was intended at 1 mm on the ncc and lcc. A non-medtronic guidewire (safari) was used during the implant. The valve dislodged aortic during implant.